Event description:
It was reported that the ngen generator displayed error 173, "temperature error." The caller could not confirm the exact description of the error message. The caller also reported that the heat map for the qdot micro catheter was static, and there was no temperature reading displayed. The caller noted that there were no errors displayed on the carto 3 system. The cable was replaced without resolution. The qdot micro catheter was replaced, the connections were re-seated, and the issue was resolved. The procedure continued. The caller is requesting a replacement qdot micro catheter. The caller stated the qdot micro catheter is available for return. Return kit requested. It was also reported that later in the idiopathic vt case, a pericardial effusion was noticed in the patient. The caller reported that when the physician was utilizing the non-bwi agilis sheath, in order to obtain a better view of the patient's mitral valve, a pericardial effusion was noticed on ice. The caller reported that the pericardial effusion was also confirmed on ice. The caller reported that the medical intervention provided to the patient was a "micropuncture." The caller could not confirm any additional details regarding the medical intervention provided. The caller reported that the patient has woken up and is stable at this time. Fse follow up is requested per adverse event. The caller stated the qdot micro catheter is not available for return. No return kit requested. The following bwi devices were also in use: decanav catheter, soundstar catheter. The caller could not confirm the lot/serial number or catalog/reference number for the decanav catheter or the soundstar catheter. The caller confirmed the decanav catheter and soundstar catheter are not available for return. Dispatch was approved by css rh. If your complaint is related to carto 3 system, please provide the full software version number in use when reported event happened. The caller stated the carto 3 system software version is 8.1.0.325. The caller stated that the ngen generator software version is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).